Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fell out of the customer's pocket and was run over by a car. Reportedly, the display is still visible; however, the touchscreen is shattered and no longer functional. Customer had elevated blood glucose levels (327 mg/dl). Customer delivered manual injections to stabilize blood glucose levels.